Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided and a sample was not returned for further evaluation. The patient's attorney did not allege any specific device failure. A lot number was not provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patients attorney has alleged the following: on (B)(6) 2016 - the patient sustained unspecified injuries related to an unspecified bard/davol ventralex hernia patch. The attorney alleges the device was defective.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided and a sample was not returned for further evaluation. The patient's attorney did not allege any specific device failure. A lot number was not provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum#1: currently, it is unknown to what extent the bard/davol ventralex device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges as a result of the defective nature of the mesh, the patient suffered severe complications following the hernia surgery, including bowel obstruction, infection and open fistulous wound with drainage in the periumbilical area. No medical records have been provided; however, regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." The warning section also states, "the use of any permanent mesh or patch in a contaminated or infected wound could lead to fistula formation and/or extrusion of the prosthesis." The attorney alleges as a result of these injuries, patient has had to undergo an exploratory laparotomy with a small bowel resection and will require future surgery to remove the defective mesh and additional temporary and permanent disability. Based on the limited information provided at this time, no conclusions can be made. Addendum #2: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about a month post implant of ventralex mesh, patient was diagnosed with bowel obstruction thereby underwent revision surgery. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-apr-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported on 06/28/2018, the patient's attorney alleged the following: (B)(6)2016 - the patient sustained unspecified injuries related to an unspecified bard/davol ventralex hernia patch. The attorney alleges the device was defective. Addendum based on additional information provided by patient's attorney: (B)(6)2016: on the above-mentioned date, while in the course and scope of his employment, patient was lifting a large item and received an injury to his stomach. As a result of the injury described above, patient suffered from an incarcerated hernia. (B)(6)2016: the patient underwent an open umbilical repair operation with a placement bard/davol ventralex. (B)(6)2016: the patient was discharged. The attorney alleges as a result of the defective nature of the mesh, the patient suffered severe complications following the hernia surgery, including bowel obstruction, infection and open fistulous wound with drainage in the periumbilical area. As a result of these injuries, patient has had to undergo an exploratory laparotomy with a small bowel resection and will require future surgery to remove the defective mesh and additional temporary and permanent disability. As a legal and proximate result of the defects of the mesh, patient was hurt and injured in his health, strength and activity, sustaining bodily injury as well as injury to his nervous system and person, all of which injuries have caused, and continue to cause patient great mental, physcial and nervous pain and suffering. Addendum per additional information provided: (B)(6)2016 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the preperitoneal fat was reduced. There was only one defect, ventralex mesh was placed in that using sutures.¿ (B)(6)2016 - patient was diagnosed with small bowel obstruction with stricture thereby underwent laparoscopic repair. Per operative notes, ¿a stricture area with proximal dilatation was noted at the mid jejunum. The small bowel was transected on either side using a stapler.¿ (note: there was no visualization/mention of ventralex mesh). Attorney alleges that the patient had bowel obstruction, bowel removal, fistulae, infection, pain and suffering.

Event description:
As reported on 06/28/2018 the patients attorney alleged the following: (B)(6) 2016 - the patient sustained unspecified injuries related to an unspecified bard/davol ventralex hernia patch. The attorney alleges the device was defective. Addendum based on additional information provided by patient's attorney: (B)(6) 2016: on the above mentioned date, while in the course and scope of his employment, patient was lifting a large item and received an injury to his stomach. As a result of the injury described above, patient suffered from an incarcerated hernia. (B)(6) 2016: the patient underwent an open umbilical repair operation with a placement bard/davol ventralex. (B)(6) 2016: the patient was discharged. The attorney alleges as a result of the defective nature of the mesh, the patient suffered severe complications following the hernia surgery, including bowel obstruction, infection and open fistulous wound with drainage in the periumbilical area. As a result of these injuries, patient has had to undergo an exploratory laparotomy with a small bowel resection and will require future surgery to remove the defective mesh and additional temporary and permanent disability. As a legal and proximate result of the defects of the mesh, patient was hurt and injured in his health, strength and activity, sustaining bodily injury as well as injury to his nervous system and person, all of which injuries have caused ,and continue to cause patient great mental, physcial and nervous pain and suffering.

Manufacturer narrative:
Addendum based on additional information provided by patients attorney which included general patient outcome allegations: currently, it is unknown to what extent the bard/davol ventralex device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges as a result of the defective nature of the mesh, the patient suffered severe complications following the hernia surgery, including bowel obstruction, infection and open fistulous wound with drainage in the periumbilical area. No medical records have been provided; however, regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." The warning section also states, "the use of any permanent mesh or patch in a contaminated or infected wound could lead to fistula formation and/or extrusion of the prosthesis." The attorney alleges as a result of these injuries, patient has had to undergo an exploratory laparotomy with a small bowel resection and will require future surgery to remove the defective mesh and additional temporary and permanent disability. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted.